Manufacturer narrative:
B5: the lens was removed and replaced on (B)(6) 2022. The lens was replaced with a shorter lens and the problem was resolved. Claim # (B)(4).

Manufacturer narrative:
Corrected data: b5- the reporter indicated the surgeon implanted a 13.2mm vticm5_ 13.2 implantable collamer lens of diopter -07.00/+1.5/100 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to excessive vault. On the same day separate surgery the lens was replaced with the same model/shorter length lens and the problem was resolved. The status of the eye was reported as "the lens was replaced successfully november (B)(6) 2022" and "vault after one day of surgery 262 micras". The reporter indicated the cause of the event is unknown and the device failed to perform as intended. Reportedly "sizing outlier/ unusual anatomy". Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -07.00/+1.5/100 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2022. The lens had excessive vaulting and remained implanted. Cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Patient weight: unk. Patient ethnicity: unk. Patient race: unk. Explant date: unk. Work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).